Event description:
Patient contacted dexcom technical support on (B)(4) 2012, to report that while she was at the dentist's she felt that she had lost consciousness due to a hypoglycemic event. She had been given nitrous oxide prior to her dental procedure and everything went black. Patient's dentist however reported to patient that she did not really lose consciousness, but that she was acting erratically. The dentist administered glucose gel and patient's condition stabilized ten minutes later. Patient's bg was measured at 89 mg/dl after glucose gel intake. Patient was aware of the fact that her cgm was in glucose reading error mode. Cgm had failed to start-up prior to patient's dental procedure. Cgm was still in glucose reading error mode even after patient gained consciousness. Patient will attempt to send out receiver data for dexcom to review cgm's readings around the time of the event. At the time of her call to dexcom technical support, patient reported that she was feeling tired.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.